Event description:
It was reported that stent fracture occurred. During preparation of a 16 x 3.50 promus elite drug-eluting stent, a separated strut was observed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.